Manufacturer narrative:
Concomitant medical products: c770029avc mechanical valve, implant date: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture, high undefined impedances and a possible fracture. The rv lead was reprogrammed before being replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.